Manufacturer narrative:
Failure analysis noted that the pump passed the displacement test, operating currents, self-test and off no power test. There was no battery out limit alarm. The pump had intermittent button response error due to corroded keypad traces. There was no numbers ramping and no moisture damage inside the pump. The pump had scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage and battery out limit alarm. The customer's blood glucose was 9.9 mmol/l at the time of incident. The customer stated that the pump fell in the pool and stopped working. The customer was able to get the pump to work after removing the battery but it stopped again while she was trying to give herself a bolus. She stated that the numbers started to ramp up. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.